Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and white particles. A leak test was performed and found one opening. A microscopic analysis identified a sharp curved opening on the posterior side in the same location of the crease assessed as fold flaw opening. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a sharp crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.